Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the tube shaft was bent. Tacks were visible in the shaft. Functionally, the handle could not be actuated. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixating mesh during a laparoscopic umbilical hernia repair, the shaft of the tacker got banned which lead to device failure and tacks were not able to come out from the shaft even after firing the trigger. While using our brand for the fist time, the surgeon was guided to given counter pressure while applying tack for mesh fixation. He applied such a strong pressure that the shaft got broken down from it¿s midpoint where the two internal mechanisms are in association with each other which leads to overall device failure. Intra-corporate sutures were used to complete the case. There was no patient injury.